Manufacturer narrative:
(B)(4).

Event description:
It was reported there was high hv lead impedance when the patient presented over merlin.net after receiving a patient notifier. Analysis showed two recent svc-can measurements out of range. Programming changes were recommended if necessary. The patient will be followed normally.